Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not delivering the correct amount of insulin. Customer has been high. The current blood glucose reading is 303 mg/dl. Customer treated with manual injections. Customer is tired. During troubleshooting, time and date correct. Programming is correct. Nothing further reported.